Manufacturer narrative:
The case description states that controller delivered a bolus without the user or a family member delivered the bolus. The reported bolus was of 5.8 u delivered on 04aug2024 the physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection the audit log file confirms that a 5.8u bolus was delivered on 04aug2024 in the user's time zone. It can be seen that within the bolus calculator, a button was pressed to input a manual bg entry of 300 mg/dl which was used that to deliver the 5.8u bolus. The cgm reading at this time was observed to be 118 mg/dl. The confirm bolus button was also pressed in order to deliver the bolus. This bolus was found to not be canceled at any time and was within the user's setting for bolus max units. Physical interaction was observed in the log files to deliver the bolus. No evidence of an uncommanded bolus was observed in the log files.

Event description:
Customer reports the omnipod controller was delivering a bolus without him or a family member confirming the bolus. The customer reported he was sleeping and was awakened due the device alert indicating a low blood glucose. The device log files were provided by the customer for investigation. Review of the device logs confirm physical interaction with the controller to program the 5.8u insulin bolus. The logs confirm manual entry of 300 for the customers blood glucose, and confirmation and initiation of the bolus dose. No medical intervention or harm came to the patient.